Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified; crease fold, deformation, cloudy color and the weight the device within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient additionally reported they believe they ¿had breast implant illness¿, ¿diagnosed with rheumatoid arthritis¿, ¿ibs¿, ¿allergies¿, ¿fatigue¿, ¿brain fog¿, ¿muscle weakness¿, and a ¿number of other symptoms¿; these events are not related to the device. Healthcare professional reported left side ¿pain¿ and ¿grade IV capsule.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grader unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side, "rippled & caused pain¿, "caused pain, now removed so pain from recovery", "shooting pains across chest", and "I also showed signs of having capsular contracture.¿ baker grade unknown. Device was explanted.